Event description:
Patient called back and repeated previously documented information. Patient the wireless recharger (wr) was flashing green and the 3 bars were flashing up and down. Patient mentioned they tried to charge their implant but the implant was 100% charged. Agent walked patient through resetting the wr and powering off the handset. Patient turned the handset on and started a chare session; implant 100% charging at an excellent connection. Agent instructed patient to open the mystim app, patient entered the code of the communicator manually then placed the communicator over their implant and the handset showed not found. Agent instructed patient to press switch communicator and patient confirmed they were able to connect to their therapy settings. Patient noted the therapy was off, patient was able to turn the therapy on and increase the stimulation. Agent reviewed with patient to close all applications in between use and to monitor. Patient mentioned they had missed a step and fell and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2. Serial# (B)(6): product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating this was the 3rd time they had called for the same issue. Patient reported the implant battery will show as full as soon as they connect with the wr. Patient commented in 24 hours the implant battery would typically be down to 60%. Patient added both the handset and wr were fully charged and noted they hadn't used the scs device much because they had a pacemaker put in and are just now getting back to where they are picking up and moving stuff and have noticed a return of their pain symptoms. Patient indicated this has been over the last couple of day. Agent had patient close all apps and connect through the recharger application. Patient reported excellent connection with the implant at 100%. Patient reported therapy was off. Agent walked patient through turning therapy on and reviewed information in detail. Agent advised to monitor implant battery depletion as well as pain symptoms now that therapy was on and call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins). They reported that they usually charged their ins in the mornings and the ins would be at 60%. Pt said that the last three mornings however, the ins was at 100%. The ins battery was not depleting. Agent asked the pt if the therapy/stimulation was on; pt said yes. Agent asked the pt if they were feeling stimulation; pt said that yesterday their back started not getting stimulation. Agent reviewed and redirected pt to healthcare provider (hcp). Pt then mentioned that about 5 weeks ago, they missed seeing a step down in flooring and they stepped down on their left foot which messed up their ankle and then ended up landing on their back.